Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump and was advised to continue using it, with instructions to call back if the malfunction persisted. Customer acknowledged and understood the guidance.